Manufacturer narrative:
Returned for evaluation was one softvu omniflush 5fx65cm .038 catheter. A visual review of the catheter noted that the tip was fractured and was received into 2 separate pieces. The device met all manufacturing dimensional specifications for this product. The customer's reported complaint description of the tip of the catheter fracture is confirmed. The defect was discovered prior to making patient contact. Due to an increase in complaints for this failure mode, CAPA (B)(4) was initiated to determine the root cause and implement a corrective / preventative action for this type failure. A design change for this product was implemented (B)(6) 2017. The reported lot for this complaint was manufactured prior to the design change implementation. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: during preparation for an angiographic procedure, it was reported the angiographic catheter tip fractured/broke off from the catheter shaft. The device was set aside and a new of the same was used to successfully complete the procedure. It was reported the patient was not harmed or injured by this event as the defective catheter had not been placed inside of the patient. The reported defective disposable device has been returned to the manufacturer for evaluation.